Event description:
During introduction of a deltapaq coil (cdf10031030/g11589) into microcatheter, significant friction was felt within the device sheath. The coil was not used. A second deltapaq coil (cdf10015630/g11474) failed to detach despite several button presses on empower box. The coil was removed and another coil was used.

Manufacturer narrative:
(B)(6). This is 1 of 2 mdrs submitted for patient identifier (B)(6). Complaint conclusion: the device was returned for analysis. Located 36.7 cm and 54.2 cm are two severe kinks to the core wire. As viewed through the sheath, the proximal end of the coil is severely damaged. The remaining undamaged distal section of the coil shows compression (snaking). The coil could not be advanced out of the introducer, but had to be backed out of the sheath's skive. The coil's socket ring is located off to the side and down under the pet angle ring. The proximal end of the coil was severed. The remainder of the coil is undamaged. No damage was found to the complete introducer sheath. Due to the severe coil damage found upon receipt no testing could be performed. The microcatheter was not returned. The coil was returned severely damaged and no duplicate laboratory testing could be performed. The source of the coil damage cannot be identified. Therefore, the root cause of the coil's resistance inside the introducer sheath cannot be determined. In addition without the return of the microcatheter and the hemostatic valve used in the procedure, it cannot be determined if these components contributed to the complaint event. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.